Event description:
It was reported that a novum iq large volume pump found with air in secondary tubing after priming the reclast ¿ glass vial during patient infusion in the sequoia regional cancer center. There was siphoning from primary at a rate below 300ml/hr. Nurse back primed the infusion and large amount of air was noted. After restart, there was no siphoning. Two pumps were attached per pole with an approx. Head height of 30 inches. The pumps were programmed in the basic mode. Primary fluids were being infused at the rate of 20ml/hr. Avastin (bevacizumab) was programmed to be infused at the rate of 341ml/hour as a secondary with primary tubing clamped about 2 inches below drip chamber. Leucovorin was programmed to be infused at the rate of 190ml/hr as a secondary with primary not clamped. Primary was set up with clearlink system - non-dehp solution set access set with normal saline (ns) at the rate of 900ml/hr (using basic mode) drops appeared to be dropping at an appropriate rate. No alarms were noted during the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.